Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that lately they had not been getting much therapy relief out of the device and they thought it was because of the batteries in their patient programmer. Additional information was received from the consumer on (B)(6) 2019. The patient reported that they had been having a lot of pain from constant urgency but stated that they were false signals telling the patient that they had to go when they didn't. The patient reported they had colitis in september (confirmed to not be related to the device/therapy) and they went to hospital (unrelated). The patient reported they then developed a urinary tract infection in (B)(6), to which they thought was related to the device because they stated that since then they felt like everything went out of whack and that was when they started having symptoms of pain from constant urgency. The patient stated that they contacted their health care physician (hcp) and they were told to call the manufacturer company for assistance. The patient noted they had tried to increase stimulation from 1.0 to 1.5 v for program 3 and that that had not helped. While on the call, the patient synced their programmer with their ins and it showed that their stimulation was on, and that the patient was on program 3 at 1.5v. The patient was able to feel stimulation in the correct bike seat area and with education the patient was able to switch to program 4, adjust to 1.5v and was able to report that they were feeling comfortable stimulation in the buttock area. Patient services reviewed therapy expectations of a 50% reduction in symptoms with the patient. Patient services recommended to the patient to follow up with the hcp if the issue did not resolve and recommended that the patient continue and monitor their symptoms for the next few days. It was noted that this began in (B)(6) of 2019. There were no further complications reported.